Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of the device was suspected of device contamination during a depot inspection and submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2025, indicating device contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip will perform an internal water pathway replacement to remediate the contamination. The device is currently at cardioquip and will undergo repair, which will return the device to specification.